Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer had the alarm while changing the infusion set when he reached the priming process. Customer's blood glucose level was 339 mg/dl. Customer is currently in the united states for the next three days. The line was disconnected and customer was unable to be called back. No additional information provided.